Event description:
It was reported by the patient that the pod caused an infection. It was also reported that the pod had left a mark where it was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported pod leaving a mark or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.